Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tubes sticking and breaking with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the root cause / potential root cause for the tubing damage was determined to be mek adhesive that had migrated to the tubing during the purging process, which caused the tubing to stick together. Cracking of the tubing occurred upon separating the tubes stuck together.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set had damage to the tubing that caused them to stick to each other and separating them created cracks. No serious injury, no medical interventions. No mucous membrane exposure reported.